Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photos identifying the leakage location and packaging were provided for evaluation. Visual evaluation of the photographs notes that disconnection occurred at bonded joint of the space pump segment. This condition is believed to also have been the source of the leakage and the air in line reported by the customer. Based on the evidence provided the reported defect is confirmed. However due to the quality of the photograph further evaluation was not possible and the exact foot cause of the reported defect was unable to be identified via the photos. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the tubing come apart while in the pump. It leaked into the pump and let a large amount of air in the line before it alarmed. No injury reported.